Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2015: multiple attempts made to follow up with the customer. No further information provided. Device not returned.

Event description:
It was reported that the customer had filled a cartridge with 200 units of insulin, and shortly there after, the insulin gauge read zero with multiple cartridges. The customer was not available to troubleshoot at the time of the call. The customer's blood glucose level was 250 mg/dl and reported ketones. The customer had administered manual injections.